Event description:
Additional information indicated that the patient was out of the country when this incident occurred. The patient was advised to follow up in the clinic when he returns.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced two syncopal episodes. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.